Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas occasionally did not respond to the wake/sleep button, occurring infrequently, and the user declined replacement after education on options. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health status, no alerts or alarms, and no hospitalization. Investigation included customer troubleshooting and user education conducted remotely. Investigation of this case revealed an intermittent wake/sleep button responsiveness issue consistent with a hardware interaction problem, with no confirmed device malfunction due to lack of reproducibility and no returned product for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence of a defect and inability to perform physical analysis.